Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter indicated that the pump basal times were still programmed correctly but the basal rates had reset to zero. The reporter stated that the pump basal segments were programmed and there were no further issues. This report is made based on the allegation that the pump basal rates had reset to zero units.

Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2013 with the following findings:during testing, the pump powered on normally. The pump was exercised for 24 hours on 1 unit per hour basal rate successfully. A 10 unit audio bolus and a 10 unit normal bolus were performed and accurately recorded in the pump¿s history. No hypersensitive keypad buttons were observed during testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was installed and displayed normally.